Event description:
It was reported that during routine follow-up, the physician suspected a lead malfunction. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. A partial lead with the electrode tip measuring 53.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.